Event description:
It was reported that 'radical powers off immediately when removed from the docking station. No error messages displayed, no audible alarms observed. Unit works as intended when docked. There was no pt involvement.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit found to have radical-7 docking station interface connector pogo pin 2 getting occasionally locked in the fully pressed position when docked. It should freely spring between pressed and depressed position. In this locked pressed position when the device is docked, the battery indicator light will not illuminate and the battery will not charge. As a result, when the battery becomes fully discharged, the getting will immediately power off without alarm when removed from the docking station.